Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: patient then saw an allergist and had a skin patch test done, they thought it could be the adhesive or the sutures and ruled in favor of it being the dermabond. Patient was able to get the dermabond information that was used on her procedure from the hospital for the allergy testing. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the patient underwent a robotic hysterectomy on an unknown date in (B)(6) 2024 and topical skin adhesive was used. Patient stated she experienced an extreme allergic reaction. It burned the skin, pancake sized redness around the sutures, almost like a deep red color. She had extreme sensitivity to the area and said it was very painful. She went to a dermatologist, they had her on strong cortisone, both topical and oral. Dermatologist recommended seeing an allergist. The allergic reaction lasted for over eight weeks. Patient has allergy test from the allergist and pictures. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information I had a hysterectomy on (B)(6) 2024. The reaction started shortly after I got home from the hospital. I contacted my surgeon and was provided with the following prescriptions (4 mg methylprednisone, nystatin and triamcinolone cream, silver sulfadiazine cream 1%,clobetasol cream 0.05%, and a cephalexin 500mg.) After no relief, I contacted my dermatologist and wa prescribed prednisone 10 mg and a clobetasol ointment. I saw my allergist who performed a skin patch test that required 3 office visits. It was confirmed that the reaction was from the dermabond product. I currently do not have a copy of the operative report. Pictures. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.